Event description:
Tip of anterior trilock modular stem impactor broke off in stem.

Manufacturer narrative:
The device and x-rays associated with this report were not returned. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however, recognized that improvements are possible to alleviate this issue even if not used properly. Eco 292374 was approved and completed on (B)(4) 2010, which includes improvements to bolster the durability of this instrument. Additional corrective action is not indicated at this time. Continue to monitor through trend analysis. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.